Manufacturer narrative:
The complaint is verified and the root cause was determined to be an electrical component failure. During evaluation there was an electrical component failure on the wand detection circuit inside the subject controller. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: a power surge to the subject controller. Using an improper power cord or improper extension cord, or a loose power connection. Failure of an electronic component inside the subject controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure using a quantum 2 controller, the device showed error message. The surgeon opted to complete the procedure using a new device. There were no significant delays or patient complications reported as a result of this event.